Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for low out of range shock impedance measurement of exactly 0 ohms for the implantable cardioverter defibrillator (ICD) and another manufacturer's shocking right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and suggested inquiring with the patient regarding electromagnetic interference (emi) sources. Ts explanted that a 0 ohm reading generally means emi was present. The field representative contacted the patient's following clinic and was unable to find out any additional information. The ICD and rv lead remain in service and no adverse patient effects have been reported.